Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that this was an arthroscopic procedure treating knee injury performed on (B)(6) 2020. The cord cutter cut sutures without any issue, but the rear grip did not return to the original position smoothly. There was no surgical delay and no harm to the patient. The device was the first use since it was purchased by the hospital on (B)(6) 2020.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: method codes: a manufacturing record evaluation was performed for the finished device [19p09] number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that this was an arthroscopic procedure treating knee injury performed on (B)(6) 2020. The cord cutter cut sutures without any issue, but the rear grip did not return to the original position smoothly. The complaint device is not being returned, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, nicks and marks of wear on shaft and handle were observed. A functional failure cannot be confirmed in a photo provided. In addition, the photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. The reported failure can be attributed to fair wear and tear due to the age and use of the device. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number:19p09, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.